Event description:
It was reported that during a colorectal (low anterior) procedure, after closing the first pin manual, the surgeon closed/fired the first handle. ¿after that, the second one for the cutting and stapling.¿ when he removed the clipped piece of bowel, he noticed it was fully open and there was no staple line. After that, he took a look at the other part, and noticed that also that part was not stapled and was open. This means that the device did cut, but didn't staple. Unfortunately, because of this, the patient received a colostomy. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who fired the device, the surgeon or someone else? Surgeon. Was the user trained? Yes, very experienced. Using the contour since the introduction of it. How often has this person used the device? Around 15 times a year, for many years. On which firing(s) did this event occur (1st, 2nd, 3rd, etc.)? 1st. If not the first firing, were there any problems reloading the device? Please explain. Not applicable. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. Did the surgeon try another contour or a new reload before doing the stoma? No. Is the stoma planned to be permanent? Yes. Please provide the patient¿s sex, age and weight. Female, (B)(6). What is the current status of the patient? Recovering from the primary surgery. Is there any other additional information you would like to share about this device, procedure, patient or physician? No staples were found in the tissue or abdomen not even in the stapler I suspect it was not loaded with staplers. The following information was requested, but unavailable: what is the patient¿s current condition? What is the patient¿s current condition? What were the indications for surgery? Was the patient receiving radiation or chemotherapy? Was the transection created using one or multiple firings of the device? Was the issue identified in both proximal and/or distal portions of bowel? Were any loose staples noted intraoperatively? If yes, where? The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.